Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during infusion. The reporter stated that the device had been force primed and flow was confirmed prior to connection. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: this lot was manufactured from march 6, 2015 to march 7, 2015. The device was received for evaluation. A visual inspection and functional flow testing were performed. The device was found to flow without issue. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.